Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the product code(s) and lot number? Did any piece(s) of the needle fall into the patient¿s tissue? If so: was the needle piece(s) retrieved? What measures were taken to retrieve the needle piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient? The lot review could not be conducted, because the lot number of the complaint is unknown. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during an unknown procedure on (B)(6) 2018 that a needle became detached from suture during surgery resulting in the surgeon having to search for it. No adverse patient consequences reported.